Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4)has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an tube pst plh 13x75 3.0 plbl l/gn had an abnormal looking additive. The following information was provided by the initial reporter: "it was reported that after the lithium heparin tube was spun down, the plasma appeared abnormal. "

Event description:
It was reported that an tube pst plh 13x75 3.0 plbl l/gn had an abnormal looking additive. The following information was provided by the initial reporter: "it was reported that after the lithium heparin tube was spun down, the plasma appeared abnormal. "

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sample quality with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd has initiated further investigation relating to this issue through CAPA# 373360. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text: see h.10.